Manufacturer narrative:
Please note that the device associated with this complaint was expected to be returned; however, additional information received from the penumbra sales representative indicated that the device was disposed of and is no longer available for return. Therefore, without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the abdominal aorta aneurysm (aaa) using penumbra smart coils (smart coils), penumbra smart coil detachment handle (handle) and non-penumbra microcatheter. During the procedure, the physician successfully deployed and detached a smart coil into the target vessel using the handle. The physician then advanced another smart coil in the target using the microcatheter and attempted to detach it using the handle; however, the smart coil failed to detach. Therefore, the handle was removed. The procedure was completed using another handle and the same smart coil. There was no report of an adverse effect to the patient.